Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported issue were available for investigation. A device history review was performed for the reported lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects identified on the luer lock threading. Each sample was connected to a syringe and tested per the instructions for use, no issues were observed. It is important to follow the instructions for use, holding the blue hub of the injector when connecting the luer lock to ensure all connections are secure. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: no samples or pictures from the customer are available for investigation. Three (3) retained injector samples (lot number 1807712) were taken for evaluation: visual inspection shows no defects found at the luer lock thread. Each of three samples were luer connected to the syringe and functionally tested per instructions in the IFU using a protector (lot number 1807704) and a vial. Each sample were tested three times and each time there were no issues observed with the syringes and the injector. Issue observed by the customer could not be replicated. Inspections and tests: the injector hub (blue portion with luer threads that connects to the syringe) undergoes testing after molding. The tests performed during the manufacturing process to avoid faulty parts are listed below. During molding process: visual inspections for injector parts are performed by the operator to avoid faulty parts. Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Luer dimensions such as luer cone and external luer thread diameter are measured. Root cause description: it may be considered that the root cause is identified in the complaint description. The user does not hold the blue hup from the injector during luer lock connection, therefore a user error may be identified as the root cause of the complaint. Thus, no further investigation is required. DHR evaluation and lot released testing do not indicate any issues with the assembly batches. Since retained samples pass functionally testing the defect cannot be replicated. A user error could be identified as the root cause of this complaint. It is recommended following properly the instructions for use (number 10000239285) ¿hold the blue hub for the injector and connect to a luer lock compatible device. Ensure all luer lock connections are securely tightened¿. Rationale: no corrections are required as an user error is identified as the root cause. Complaints will continue to be monitored complaints for trends. No additional actions are needed at this time.

Event description:
It was reported that 5 bd phaseal¿ optima injectors (n35-o) came loose from their syringes during use while injecting into the c100-o or p20-o, due to technicians holding onto the white portion of the injector while connecting rather than the intended blue portion. The following information was provided by the initial reporter: "injector coming off syringe (x5 incidents): during manipulations the injector was coming off the syringe when injecting into c100-o or p20-o. The reason is due to the techs luering on syringe by holding the white portion of the injector and not by holding the blue portion of the injector. User error identified and I rein-serviced the team to luer by always holding the blue portion when attaching n35-o to anything. The white portion does not allow a full connection because it begins to swivel."